Event description:
During a follow-up interrogation, the warning message "charging aborted >40 sec" was seen. During the previous follow-up in (B)(6) 2012, no messages were displayed. The device remains implanted; therefore, the files from the programmer were sent to the manufacturer for review. A response from the manufacturer stated that the event was most probably from corruption in data obtained from device memory. This will be confirmed in the final analysis.

Manufacturer narrative:
(B)(4). A final response is pending. Device remains implanted.